Event description:
This MDR is related to MDR 3013840437-2021-00029 referring to the same patient. Follow-up information was received on 24-feb-2021: the reporter confirmed that the platelet rich plasma cellular matrix was used for pure rejuvenation purposes. It had nothing to do with the side effect and was not related to the discoloration. The outcome of the event remained unchanged.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, discoloration, was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This MDR is related to MDR 3013840437-2021-00029 referring to the same patient. This spontaneous report was received from an emirate physician and concerns a (B)(6)-year-old female patient. She was injected with a total of 1.5 ml of radiesse®, into the hands (off label use of device), on (B)(6) 2019. As reported, she was injected with 0.75 ml per hand. One syringe of radiesse® was diluted with 0.5 ml of 2% lidocaine and 0.5 of normal saline (reported as nss, product preparation issue). The total of 2.5 ml was equally divided via a cannula. The patient was not previously treated with hand filler. In 2019, after the radiesse® injection, the patient experienced a discoloration in her fingers on both of her hands. On (B)(6) 2019, the patient came for a consultation and a first session of platelet rich plasma cellular matrix was performed. As reported, after that there were no side effects reported. Due to the provided information, the outcome of the event was considered as resolved, in 2019. Follow-up information was received on 15-dec-2020: the reporter confirmed that the radiesse® was diluted with lidocaine and injected into the hands, for the volumizing. The outcome of the event was left unchanged. Follow-up information was received on 04-feb-2021: this case was upgraded to serious. As reported, hyaluronidase was used a week after the treatment. At the time of this report, the patients complication fully resolved. As reported, the main cause of the complication was the patients dehydration. The outcome of the event remained unchanged. In the opinion of the reporter, the treatment with hyaluronidase was necessary to prevent permanent damage.